Manufacturer narrative:
Continuation of medical device: 694765 lead implanted (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead was not fully engaged in the header. The pocket was re-opened, the lead was re-seated and noted to be "working well." The ra lead remains in use. No patient complications have been reported as a result of this event.